Manufacturer narrative:
Reporter returned one oral-b precision clean brush head on 28-apr-2016. Product investigation not yet initiated.

Event description:
Damaged gums [gingival injury]. Damaged toothbrush head, brush heads came apart, plastic has split [device breakage]. Brush head damage happened in normal usage and damaged gums [injury associated with device]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, two oral-b power oral care refills precision clean had come apart. The reporter returned one damaged brush head, and commented that the brush head was new however the plastic had split. The reporter stated the damage had occurred during normal usage, and her gums were damaged. The consumer reported she had used oral-b electric brushes for years. The case outcome was unknown.

Manufacturer narrative:
On 02-aug-2016 product investigation results: reporter returned one toothbrush head on 28-apr-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Damaged gums [gingival injury]; damaged toothbrush head, brush heads came apart, plastic has split [device breakage]; brush head damage happened in normal usage and damaged gums [injury associated with device]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, two oral-b power oral care refills precision clean had come apart. The reporter returned one damaged brush head, and commented that the brush head was new however the plastic had split. The reporter stated the damage had occurred during normal usage, and her gums were damaged. The consumer reported she had used oral-b electric brushes for years. The case outcome was unknown.